Event description:
Caller reported the advantage system gave a blood glucose result of 573 mg/dl at a time when the he had symptoms of hypoglycemia. He stated that 15-20 minutes later, he lost consciousness. He regained consciousness a little more than an hour later, successfully self-treated with food. A request was made for the return of the meter and strips, replacement sent.